Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2015 with the following findings: on investigation, the alleged damaged display issue was verified with a scratched display lens. The pump powered up to a fully functional display screen. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. Unrelated to the complaint, a battery compartment crack was found below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was scrached. No infomation was provided regarding the legibility of the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.